Manufacturer narrative:
The pump passed the displacement test. The pump alarmed motor error during the basic occlusion test due to a loose /protruded drive support disk. Unable to confirm other alarms or perform the prime test due to the motor error alarms. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.